Manufacturer narrative:
The pump was received with intermittent esc button response due to flattened button dome switch. The j2/lcd keypad connector was not found unlocked during visual inspection. Pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08675 inches. Pump received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose of over 1000 mg/dl. Customer was admitted on (B)(6) 2018 with blood glucose of 957 mg/dl. Customer's spouse reported that the customer fell and broke his arm and was not healed for over a month. Customer's spouse stated that infusion set might not have inserted correctly and it would come out bent. The customer was treated in the hospital and was discharged 10 days later. The customer was wearing the insulin pump during the hospitalization. Customer's spouse declined high blood glucose troubleshooting. It was also reported that the insulin pump had a keypad anomaly and the esc button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.